Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided the reported partial clip movement is the result of patient anatomy. The reported tissue damage is a result of the partial clip movement. The reported poor imaging resolution is a result of imaging difficulties due to the small atrium. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report clip movement. It was reported this was a mitraclip procedure performed to treat grade 4+ mixed mitral regurgitation (mr). Imaging was challenging due to the small atrium. The first clip was implanted without issue, reducing mr to 2+. To further reduce mr, a second clip was advanced and was placed lateral to the first clip. After the clip was deployed, partial clip movement was observed, and a chordal rupture occurred. Mr increased to 3+. A third clip was implanted, stabilizing the first clip and further reducing mr to 2+. There was no clinically significant delay during the procedure. No additional information was provided.